Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation concluded that the reflector pressure transducer printed circuit board was found defective and needed to be replaced. After the replacement, the anesthesia system was successfully tested and was cleared for clinical use. A complete set of device logs was saved and sent for evaluation and the replaced reflector pressure transducer printed circuit board was returned for further testing. The investigation of the returned reflector pressure transducer board could not reproduce the reported issue. No deviations or damages could be found. All test passed and a long term test in ventilation mode on a test lung was performed without any issues. An evaluation of the received device logs confirms the reported system checkout failure and the sub test details show that a possible leakage may have contributed to the pressure transducer test failure. Without having been able to reproduce the reported issue, the true cause of the experienced event could not be determined.

Event description:
Manufacturer's reference number: (B)(4).